Event description:
B5: event description: after further investigation, it was discovered that the surgeon voluntarily targeted a hyperopic outcome to equal the fellow eye. A diopter surprise did not occur.

Event description:
The surgeon implanted lens and shortly after the patient began to experience vision problems. The surgeon feels that the lens was mislabled. Lens is still implanted. The patient's best-corrected visual acutity is 20/20 +4.5.